Manufacturer narrative:
(B)(4)

Event description:
Revision surgery due to incomplete rupture of the collateral ligament.exchange of the tc-plus primary prothesis to rt-plus modularthis case is part of a (B)(6).